Event description:
It was reported that the customer had air bubbles inside the reservoir. Customer's blood glucose was 5 mmol/l. Customer stated that she normally finds the bubble when she removes the reservoir from the pump. Customer was adhering to all the steps of filling the reservoir. Customer kept the insulin in room temperature and stated that there were no leaks in the tubing. Customer mentioned that when she removes the reservoir from the pump, she twists the p-cap and reservoir connection slightly more than it should be. Customer was advised that it could be the reason for having air in the form of bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.